Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2018 with the following findings: black box data from the date of the complaint had been overwritten due to continued pump use. The available black box data revealed multiple loss of prime warnings (162) with low non-zero and zero force. On investigation, the pump powered on and was exercised for 24 hours without any loss of prime occurring. Investigation did not duplicate the complaint. The force sensor was evaluated and found to be within required specifications. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.